Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Multiple external abrasions which breached the outer insulation were noted at multiple locations. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the patient's anatomy.

Event description:
This report is to advise of an event observed during analysis.